Event description:
It was reported that the device did not last greater than 48 months. High output pacing due to a dislodged left ventricular lead was noted. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Normal depletion - the device meets 80% of expected longevity.